Manufacturer narrative:
(B)(4). Implant date estimated. There were no reported product deficiencies. The reported patient effects of thrombosis is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the left anterior descending artery. The 2.75 x 23 xience prime stent was implanted. Forty days after the index procedure, on (B)(6) 2012, stent thrombosis was observed. An attempt was made to advance a balance middleweight elite guide wire, but the device could not cross. The patient was treated with medication for 1 week. At the end of the treatment, the flow was normal (timi iii flow). No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.